Event description:
It was reported that the patient presented to the emergency room with multiple shocks. It was found that the shocks were inappropriate due to noise oversensing of an atrial arrhythmia. Upon interrogation, it was also found that there was a code 1005 that was triggered, during 2 of the shocks. The polarity had reversed and the shock lead impedance measured greater than 125 ohms, in the reversed polarity. Lead testing was performed and all vectors were within normal limits. The physician reprogrammed the ventricular tachycardia (vt) zone from 130 beats per minute (bpm) to 170 bpm. Further testing found shock lead impedance measurements in the 40's and in the initial polarity of the above shocks were also in the 40's. Engineers discussed and were leaning toward the device being the issue. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.